Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, on initial inflation at unspecified below rated burst pressure, the balloon ruptured. The device was removed without any problem and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications nor injuries were reported. The patient was in good condition after the procedure.